Event description:
During angiogram of left lower extremity (left tibial artery) tip of boston scientific v-14 control wire broke off into the plaque in the pt. Several attempts to retrieve the piece proved unsuccessful. It was decided it was in the best interest of the pt to leave the tip, as it was not causing any further blockage. Sales rep was informed and is to be in to retrieve the guide wire for evaluation by the company. Diagnosis or reason for use: use during angiogram.